Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that it still does not feel like the one tooth has turned all the way. Every morning their gum is swollen since moving to their last aligner. They feel like the two teeth are being pushed too close.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.